Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient got supply bag lines are blocked message in dwell 2 of 3 of treatment. A review of the patient¿s treatment records identified that the patient readings indicated an overfill during cycle1 of pd treatment. The patient drained 4725 ml of 1997 ml fill. This drain volume is 237% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. In a follow up, the patient verified the overfill event and said there was no harm, intervention or adverse events due to the overfill other than some mild bruising on the skin over her ribs. The patient said the bruising was resolving over time. The patient was able to do manual treatments in the absence of a cycler. The patient did get a new cycler and has been using it with no further issues. The cycler is available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.